Manufacturer narrative:
The reported complaint of temporary functional loss of capture could not be explicitly confirmed. Final analysis found the freeze captures provided were consistent with an interpretation of functional loss of capture. The root cause for the temporary loss of capture could not be established, however analysis of the available data does not support a defect of the device as the root cause.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited loss of capture and functional loss of capture, as determined by review of the electrogram strip. Sensor test was performed, upon which loss of capture was occurring. No further intervention was performed. There were no patient consequences.

Event description:
Information received indicates there was no allegation from the field that there was micro dislodgement. The cause of the capture issue was unknown.

Event description:
New information received notes that potential microdislodgement of the leadless pacemaker may have resulted in the capture issue.